Event description:
The customer returned the laser system to the service center, which is an olympus asset with no reported complaint. During the device analysis, the device exhibited a burn mark on the rear vent. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.